Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that they have had issues with their insulin pump. The customer states the device would cut out without warning. The customer states they have had diabetic ketoacidosis episodes with their pump. The customer states they have been on manual injections since. No further information provided.